Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir was leaked. The customer stated that when she was filling her reservoir the rings got loose and came out and insulin spilled. The customer stated that the leaks were occurred at o rings. The customer stated that there was not any cracks or splits in the barrel. It was also reported that leak had past second o ring. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.